Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted that the burette was separated from the drip chamber. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy dates ¿ the event was reported to have occurred on either (B)(6) 2017 or (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber ¿fell off/disconnected¿ from a clearlink buretrol solution set. This occurred during infusion of lactated ringers solution at a kvo (keep vein open) rate, and led to a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.